Event description:
It was reported to nuvectra that the patient experienced stimulations to the chest area. An x-ray was performed and revealed a lead migration. Subsequently, a revision was performed and the lead was placed back at the original location.